Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the faulty clot detect board and reset the system settings. The cse ran a system check, which failed for the windows of the system. The cse cleaned the windows and reran the system check, which passed. The cse revisited the customer site to resolve the issue of consistent sampler failure on system check. The cse realigned all sample probes and replaced the sampler tubing on either side of clot detect board. During priming of the system, the cse found that the probe was leaking at the point where the sample tube connects. The cse tightened the hex nut and re-primed the sampler to contain the leak. The cse realigned the probe and ran a system check, which passed. The customer ran quality controls, which were within range. The cause of the discordant, falsely depressed ca, mg and na results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca), magnesium (mg) and sodium (na) results were obtained on patient samples on a dimension exl 200 instrument. The discordant ca result obtained on sample ID (B)(6) was reported to the physician(s), and the patient was admitted to the emergency room (ER). The initial discordant results for the other two patient samples were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely depressed ca, mg and na results.